Event description:
It was reported that the patient had seen a four digit error code on the personal therapy manager (ptm), though the specific code was unknown. The drugs used in the patient¿s pump were fentanyl, hydromorphone, bupivacaine, and baclofen. About two weeks later, it was reported that, when the patient used a bolus, the ptm showed that the bolus was denied with a lockout interval of 4 hours. It was stated that the ptm was set to lockout at 4 hour periods, so the patient was unsure if she had received the bolus. It was noted that the pump had moved a bit and the patient would sometimes have a little difficulty getting it set just right. It was also stated that the patient was wearing an abdomen binder at the time of report, which might have made it a little more difficult to get to or maybe moved it without realizing. The patient always used an antenna with her ptm.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional follow-up indicated that the patient received assistance and the concerns were resolved.